Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose events and is concerned that the insulin pump does not deliver insulin. Customer also stated that infusion set was changed, even site was changed, and reservoir was changed as well but still had high blood glucose issues. No insulin drops came out after the second 5 unit fill cannula was delivered with new infusion set. Customer's blood glucose value was 370 mg/dl this morning prior call. Customer treated with manual injection. Customer stated that all her blood glucose reading for the mornings have been 140 mg/dl, 142 mg/dl, 130 mg/dl, 225 mg/dl, 206 mg/dl, 136 mg/dl, 135 md/dl. Customer's blood glucose at about 7:18 am was 315 mg/dl, at 8:27 am blood glucose was 216 mg/dl. Customer also reported that about 15 minutes ago her blood glucose was at 499 mg/dl on one of her glucose meters and the other glucose meter was reading 500 mg/dl. Customer declined to troubleshoot for high readings. Customer was advised to discontinue use of insulin pump and revert to back-up plan. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.